Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and appendicectomy ("appendectomy") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes mellitus, gravida ii, parity 3, miscarriage and appendicitis. Concurrent conditions included epigastric pain, post coital bleeding, ovarian cyst, anxiety, depression, allergic reaction to antibiotics, drug allergy, latex allergy, drug allergy and intestinal adhesions. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), appendicectomy (seriousness criterion medically significant), pelvic pain ("pain") and nausea ("nausea"). The patient was treated with surgery (surgery to remove the essure implant / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, appendicectomy, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered allergy to metals, appendicectomy, device dislocation, dysmenorrhoea, menorrhagia, nausea, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012 hsg and (B)(6) 2016 transvaginal ultrasound was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, nausea, nickel allergy, appendectomy" were added. Lab data was added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), embedded device ("migration of implant/embedded sideways in my tubes/failure to occlude fallopian tube") and appendicectomy ("appendectomy / appendicitis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, multigravida, parity 3, miscarriage, appendicitis, birth control pill in 2009, cholesterol levels raised, fatty liver, type 1 diabetes mellitus, anxiety, acid reflux (oesophageal) and bronchitis. Concurrent conditions included epigastric pain, post coital bleeding, ovarian cyst, allergic reaction to antibiotics, drug allergy, latex allergy, drug allergy and intestinal adhesions. Concomitant products included clonazepam (klonopin), insulin, lamotrigine (lamictal), omeprazole, omeprazole magnesium (prilosec), pantoprazole, simvastatin and vortioxetine hydrobromide (trintellix). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and ovarian cyst ("cyst from my ovaries") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with clonazepam, salbutamol and surgery (appendicitis and surgery to remove the essure implant / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, appendicectomy, pelvic pain, allergy to metals and ovarian cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, appendicectomy, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2012: coil did not set correctly in my right tube. Ultrasound scan vagina - in february 2012: coil did not set correctly in my right tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added- cyst from my ovaries and lower abdominal pain. Event perforation of organ updated to fallopian tube perforation. Event verbatim was updated as migration of implant/embedded sideways in my tubes/failure to occlude fallopian tube and pt was updated to embedded device. Event outcome of abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea and nausea was updated as recovering / resolving. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.